Event description:
Site reported system would not boot past 5 arrows. System was removed from room. Case was completed using another c-arm. There was patient involvement. No patient injury reported. The left side debug monitor shows: no dhcp or proxydhcp offers were received. Retrying network boot. Then shows the client mac address. System requires a software reload. Site also reported the sony 980 printer is printing dark.

Manufacturer narrative:
The service rep reloaded 6.15.3 software. Verified system boot up and fluoro with no errors. Adjusted brightness and contrast setting on printer. System operates as intended.